Manufacturer narrative:
The reported issue that pcus are experiencing fluid ingress resulting in inoperative keypads could not be confirmed in this case; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that pcus are experiencing fluid ingress. This results in inoperable keypads being noted during use and are delaying patient care. On the keypad, it is usually the power button and/or the s6 soft key (top right corner key) as well as the 1, 4, 7 numeric keys.